Event description:
Reporter indicated that the pt has been implanted with two vns generators and "the second generator is not as effective as the first". Following implantation of the second generator, the pt experienced an increase in seizures, above pre-vns baseline. The reporter indicated medication changes could be a factor in the increase in seizures. Good faith attempts to collect info ruling out device malfunction have been made and have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury.